Manufacturer narrative:
Additional information provided: b.5, and h.6. (Patient and device code). *******************************************************************************

Event description:
It was reported that the patient arrived from the o.r. With an order for an epidural infusion of dilaudid 10 mcg/ml with ropivacaine 0.1%. After the epidural was picked up from the o.r. Pharmacy, and the infusion was initiated, the device alarmed for high pressure even though the tubing was not clamped anywhere. The tubing set was partially primed and high pressure alarms continued. The tubing was replaced and no further issues occurred, however; there was a delay in starting patients medication which caused the patient to have increased pain. Although requested, no additional information was provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing would not infuse. Epidural kept reading high pressure even though the tubing was not clamped anywhere. Tubing showed partial priming and then high pressure alarms continued. Although requested, additional information was not provided.